Manufacturer narrative:
The reported event that reunion tsa - version ro d was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. Based on investigation, the root cause was attributed to be wear related. The failure was caused by the extensive use of the device. The device inspection revealed the following: the tip of the device seems broken from the pictures sent to complaint handling. The pictures provided show that the device has multiple scratches and the material color is faded, which proved that the device was extensively used. As a reminder, the cleaning and sterilization guide states: "note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. See appendix 2 for further details." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Upon incoming inspection, item was visibly worn. No further information is available. Broken tip at the threads.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Upon incoming inspection, item was visibly worn. No further information is available. Broken tip at the threads.